Manufacturer narrative:
A device evaluation is anticipated,but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medbank mini, the 'issue' button did not appear for selected items. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medbank mini, the 'issue' button did not appear for selected items. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction . There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button was not showed on screen. A technical support specialist (tss) ran upgrade, restarted all non-synchronization cabinets to point to synchronization cabinet after the upgrade, and requested the customer to inform if the issue persisted. The tss mentioned that ongoing issue was being investigated, and workaround was to log out and back in to issue the item. The system functioned as intended after the technical support specialist troubleshot the device.